Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had pump error alarm. The customer stated that pump error alarm was happening after 24 hours without battery and they were not able to turn on the insulin pump again and it was stuck in error. No harm requiring medical intervention was reported. The device will not be returned for analysis.